Manufacturer narrative:
Device history record- product 823101 with lot 3240356, conformed to the specifications when released to stock . Failure analysis- the valve was visually inspected, no defects noted. Cam position when valve was received was at 100mmh2o. The valve passed the test for programming, flushing, leaking, reflux, and pressure test. The catheters were irrigated no occlusions noted. Root cause- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing or occlusion issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman programmable hakim valve was implanted in a patient in (B)(6) 2019. Recently, the valve could not be programmed, and the doctor suspected that the valve was occluded. Therefore, a revision procedure was performed and changed with another of the same device.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned for evaluation (no shipping information provided); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.